Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was hospitalized due to some other reason not because of insulin pump or blood glucose level.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on last november with blood glucose of 83 mg/dl. Customer¿s different blood glucose level was 88 mg/dl, 147 mg/dl and 113 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. The customer treated with meal. Customer was going to surgery on monday. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode. Customer did not allege possible insulin pump was over delivery. Customer troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.